Event description:
It was reported that during a check, the compressor mini didn't supply the correct air pressure. There was no pt involvement. (B)(4).

Manufacturer narrative:
A service engineer will be on site and start the investigation, as soon as the hospital accept the quote. A supplemental medwatch will be submitted when the investigation is completed.